Event description:
Patient was alleged to have been infected by a bacterial-contaminated alcohol pad he used to sanitize his skin to assist in the healing of the wound on his thigh. As a result, he was hospitalized and underwent numerous treatments to overcome, and attempt to eradicate the infection from the bacteria. Patient suffered greatly from a wound infection which led to a leg amputation and ultimately to his death on (B)(6) 2011. Smith & nephew was first notified of this incident on (B)(4) 2013.

Manufacturer narrative:
Investigation is currently in progress. The initial reporter did not indicate a specific part number, product name, lot number or samples for evaluation. Investigation results will be provided in a supplement report.

Manufacturer narrative:
There were no samples provided and the complaint could not be confirmed. The supplier investigation was not performed on this complaint since no lot number was provided, and therefore, no detailed batch record review is possible. The complaint description references alcohol pads as the product in use by the customer to sanitize the skin, and therefore, it could not be conclusively determined whether this event was related to the use of any smith & nephew products. Similar complaints on smith & nephew products have been previously investigated, however, independent medical review concluded that smith & nephew products are not related to any of the similarly reported issues. In the absence of product samples and/or part number, lot/batch number details conclusive investigation results, or a definitive connection to any smith & nephew products cannot be determined at this time. No further investigation and/or corrective action will be conducted at this time. Smith & nephew will continue to monitor for any trends on any of our products.